Event description:
It was reported that upon interrogation, left ventricular undersensing and high impedance was noted. The lead was checked with a psa and normal electrical function was noted. The physician suspected, it was an issue related to the pulse generators setscrew being loose. The device was explanted and replaced. The patient was noted to be doing fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.